Manufacturer narrative:
Hill-rom tech support suggested isolating each side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in the maintenance shop at the account. There was no pt/injury reported. This report was filed in our complaint handling system as complaint #(B)(4).